Event description:
It was reported that a shaft break occurred. A synergy megatron 5.00 x 16mm balloon expandable stent was selected for percutaneous coronary intervention procedure. The synergy stent was implanted and the delivery shaft broke during withdrawal. No patient complications were reported.